Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, pump continually reboots when plugged in did not occur. A review of the event history log could not confirm the reported condition. The device was returned without a battery or power cord therefore they could not be tested for the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was working as intended. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump without a battery experienced rapid display flashes if the battery is installed and continually reboots when plugged in. The event happened before use at the intensive care unit (ICU). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.